Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient reported he is experiencing a random sharp electrical jolt. The patient stated they have had no falls or anything like that. No further complications were reported. No additional patient symptoms were reported.

Event description:
Additional information was received from patient. It was reported that about two weeks ago the stimulator started giving him jolts for no reason. Then the ins quit working, then the ins would start up again and work and then the ins would start jolting him like his finger was in an outlet. Today, he had an appointment with manufacturer representative (rep) regarding this issue, however after he left the appointment, he went to turn the ins on with the programmer and the ins wouldn't turn on when it worked prior to the appointment this morning. Patient service specialist (pss) had the patient use the programmer to sync to the ins and turn the ins on and patient described seeing the informational screen that advised to press the neurostimulator on key. Pss had the patient sync the programmer to the ins again and press the ins on key. Patient then confirmed seeing the normal screen and noted that he was on group a. However that the lightning bolt was not appearing over the ins icon on the programmer and that he was not feeling the stimulation. Pss had the patient attempt to turn the ins on with the insr and patient confirmed then that the lightning bolt appeared over the ins icon on the insr. He still was not feeling the stimulation though. Pss had the patient use the programmer again and after the patient synced the programmer to the ins. Patient confirmed seeing the lightning bolt over the ins icon. Pss advised the patient to try increasing the stimulation to see if he could then feel the therapy working and the numbers were increasing, however he was not feeling the stimulation and that as soon as he took the programmer away from the ins, the screen disappeared (within seconds) until the programmer was synced to the ins again. No telemetry with or without the antenna was reported. No patient symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.